Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident from this lot. Based on the information provided, a definitive cause for the tip detachment could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat an unknown lesion. The supera self expanding stent system (sess) was advanced through the introducer sheath when the decision was made not to deploy the stent. During retraction it was noted the nosecone separated from the sess. The sess and sheath were retracted as a unit and the procedure completed at this time. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.